Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving variable readings. When she woke up at 7:30am vital meter (B)(4) and strip lot 10252a read 152mg so she plugged the reading into her pump and it gave her 0.3 units of insulin. She checked her blood sugar again at 8:40 and received a reading of 322. She wanted to check her blood sugar reading to know how many carbs she should eat. She stated 322 was not appropriate so she test on the freestyle meter and received 139mgl. Then she decided to call customer service. She doesn't trust the vital meter. The customer stated she puts her readings into her insulin pump and the pump automatically calculates how much insulin to distribute to the patient. The customer stated she is required to pump insulin daily but depending on her readings the pump will give her a certain amount of insulin. Went over technique; caller washes her hands every time she tests and dries her hands thoroughly. She stated she changes her lancets most of the time but not every time. She stated sometimes she has trouble getting a sample size of blood and uses her first drop of blood. Explained proper storage and technique. Has controls but has not used them. Replacing product.